Manufacturer narrative:
Concomitant medical product: ext tubing, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that tpn infusing at an unspecified rate was leaking at the filter site, other infusion included lipids both via PICC line. It was reported that the clinicians are changing administration sets for tpn every 96 hrs. And lipids at 24 hrs. There was no reported patient harm. The event occurred in the nicu.

Manufacturer narrative:
The customer¿s report of a leak at the filter site was confirmed. Visual inspection of the set showed no damage or any anomalies. Functional testing confirmed leaking from the vent of the 0.2 micron filter. The root cause of the leak was determined to be oversaturation of the filter which causes the infusate to leak/weep out through the path of least resistance, the filter air vent.

Event description:
The customer reported that tpn infusing at an unspecified rate was leaking at the filter site; other infusion included lipids, with both lines attached to a PICC line. It was reported that the clinicians are changing administration sets for tpn every 96 hours and lipids at 24 hours. There was no reported patient harm. The event occurred in the nicu.